Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received info through their device tracking system stating that the pt underwent a pump exchange from the lvad to another lvad due to thrombus.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.